Manufacturer narrative:
(B) (4) - device history was not reviewed as no serial number was provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned for analysis. Conclusion: without the return of the valve no definitive conclusions can be reached.

Event description:
Medtronic received info that the pt implanted with this bioprosthetic valve died. It was reported that the stent post of the valve wore a hole through the pt's ventricular wall.